Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0t6vp, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient fell into a dresser and reopened the incision at the prior surgical site. The device started coming out of the patient's skin at the opening. The patient contacted their health care provider (hcp) and had the system removed on (B)(6) 2015. The device would be replaced in the future. It was unknown if the issue was resolved and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.